Event description:
It was reported by service report that the power cord sheathing was damaged and there were no motor controls. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
CPR mechanism.